Event description:
On (B)(6) 2015 , the reported contacted animas and alleged that the patient had blood glucose (bg) values between 250 and 500 mg/dl and was feeling very tired, excessively thirsty, and had increased urination. During troubleshooting, customer support found that there were empty cartridge alarms in history which were left unresolved for approximately 30 to 45 minutes before cartridge was refilled. Cs attributed the bg excursion to use error. This complaint is being reported because the patient experienced hyperglycemia related to the use error of not addressing an alarm in a timely fashion.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The last basal delivery was on (B)(6) 2017. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.